Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. The physician was not utilizing fluoroscopy. The physician performed transseptal puncture (tsp) using the versacross fixed access solution kit and the versacross rf wire advancing across into the left atrium. Then, exchanged for the faradrive sheath however it was not seen in the left atrium on intracardiac echocardiography (ice). Upon inserting the a non-boston scientific mapping catheter, the physician found out that they were still on the right side. The physician opted to open a versacross connect for faradrive. With the faradrive in the right atrium, the physician inserted the dilator with the pigtail wire out the distal tip of the dilator into the faradrive. The physician then went transseptal with the faradrive/versacross connect system. The dilator and wire were exchanged for the mapping catheter, and the physician mapped the full left atrium chamber. The physician then exchanged for the farawave catheter. The wire was visualized going out the left superior pulmonary vein (lspv) and three applications to the lspv were performed when the anesthesiologist noticed the patient's blood pressure was low. The physician performed an effusion sweep with ice and discovered a moderate effusion on the right side. It was decided to abort the ablation and then performed a pericardiocentesis with supervision from an interventional cardiologist. The patient was hospitalized the device is not expected to be returned for analysis (disposed). In the physician opinion, while maneuvering the faradrive/versacross connect/pigtail wire system in the right atrium, they may have perforated the right atrial wall at some point.the physician felt a little resistance from the sheath and the wire at some points. Physician thinks the faradrive sheath might have perforated the right atrial wall when maneuvering to go transseptal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.